Event description:
It was reported that patient underwent total knee procedure in 1994. Subsequently, patient was revised on (B)(6) 2014 due to poly wear.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a left total knee arthroplasty on (B)(6) 1994. Subsequently, patient was revised on (B)(6) 2014 due to poly wear. The tibial bearing was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - 1994, initial reporter - unknown, PMA/510(k) number/ manufacture date ¿ unknown.